Manufacturer narrative:
A manufacturing record evaluation was performed on february 10, 2021 for the finished device 5723547 number, and no non-conformances were identified. Manufacturing date: 01/18/2007, expiration date: 01/17/2012. A manufacturing record evaluation was performed on february 10, 2021 for the finished device 5719430 number, and no non-conformances were identified. Manufacturing date: 12/18/2006, expiration date: 12/17/2011. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced capsular contracture on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two lot/serial numbers were provided to mentor, (B)(4). However, the lot/serial number belonging to the complaint device was not clarified. This will be reflected. If clarification is received in the future, then a supplemental report will be submitted.